Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, front enclosure, rear case, fan retainer, top plate, obm housing, filter duct, universal porting block, base & handle replaced due to crack's and blower & obm inlet replaced as contamination was observed. The software was uploaded.